Event description:
It was reported that the screw from the back of the controller broke off right after being taken out of the box. The team member got a new replacement controller.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.